Manufacturer narrative:
Please note that the following sections are being updated based on additional information provided by the penumbra clinical team: 1. Section b. Box 5. Describe event or problem. 2. Section h. Box 6. Patient code 1 and patient code 2. This report is associated with MFR report number: 1.3005168196-2024-00281.

Event description:
On (B)(6)2024, the patient underwent a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system red72 reperfusion catheter (red72), a penumbra system red43 reperfusion catheter (red43), a neuron max 6f 088 long sheath, a non-penumbra sheath (8f), and a guidewire. One day post procedure, the patient presented with hematoma which did not resolve. On (B)(6)2024, the patient presented to the emergency department with worsening hematoma and severe right groin pain. A computed tomography (CT) showed a bilobed pseudoaneurysm measuring 3.8 x 3.1 cm at right groin access site. A surgical repair of the right common femoral artery was performed on the same day. Right groin pseudoaneurysm and hematoma was reported to be a serious adverse event with a possible relationship to the penumbra system, neuron max and a definite relationship to the index procedure. The event is considered resolved. On (B)(6)2024 it was reported that during the procedure, verapamil was infused into the right internal carotid artery for possible catheter induced vasospasm. The vasospasm was reported to be an adverse event with a possible relationship to the penumbra system and a definite relationship to the index procedure. The event is considered resolved. On (B)(6)2024, the right groin pseudoaneurysm and hematoma were updated to be serious adverse events with an unrelated relationship to the penumbra system, neuron max and a definite relationship to the index procedure. It was reported that the vasospasm was caused by a dissection in the m1 segment of the mca. A stent was placed spanning from m1 to m2 segment of the mca to treat the dissection. The dissection was a serious adverse event with a probable relationship to the penumbra system device and a probable relationship to the index procedure.

Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event the manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1.3005168196-2024-00281. H3 other text: placeholder.

Event description:
On (B)(6) 2024, the patient underwent a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system red72 reperfusion catheter (red72), a penumbra system red43 reperfusion catheter (red43), a neuron max 6f 088 long sheath, a non-penumbra sheath (8f), and a guidewire. One day post procedure, the patient presented with hematoma which did not resolve. On (B)(6) 2024, the patient presented to the emergency department with worsening hematoma and severe right groin pain. A computed tomography (CT) showed a bilobed pseudoaneurysm measuring 3.8 x 3.1 cm at right groin access site. A surgical repair of the right common femoral artery was performed on the same day. Right groin pseudoaneurysm and hematoma was reported to be a serious adverse event with a possible relationship to the penumbra system, neuron max and a definite relationship to the index procedure. The event is considered resolved.